Event description:
A patient reported that she had a vaginal ultrasound and the implantable neurostimulator (ins) was off for the test. They believe they turned the ins back on, but since then, the patient has not been able to urinate at all on their own w/out using a catheter. This occurred the night prior to the report and the morning of the report. They wanted to know if the ultrasound could have done something to the device. On (B)(6) 2016, after the report, the patient further reported that they had a return of symptoms and "can't poop" and "can't urinate". The patient explained they used to catheterize 1 to 2 times and now has to catheterize 5 - 6 times. One time they catheterized they had to use 1000cc. The patient confirmed that they had a (B)(6) or greater reduction in symptoms. It was noted that the patient had an ovarian cyst and thought that maybe the cyst was causing her urinary/constipation issues; it hurt so bad when they would try and have a bowel movement. Their healthcare professional (hcp) told the them that they did not think the cyst was in any way related to the device, and the patient said the cyst subsided. During troubleshooting, the ins was on and the patient was on program 2. They stated that it seemed to work best at 3v. The patient will follow up with the healthcare provider and the ins is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.